Event description:
It was reported that the battery did not hold charge, causing battery to deplete too fast. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance and no troubleshooting or corrective actions were taken, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 8 Plus / Unknown / iOS_16.7.7.